Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "the gel tubes, when compared to other bd tubes that the customer uses, have the vacuum so slow that has made the collections take too long. Customer cannot specify to which would the material # be where the tubes are presenting slowness, since customer uses both 3.5 ml (complaint # (B)(4)) also 5ml (this complaint)."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "the gel tubes, when compared to other bd tubes that the customer uses, have the vacuum so slow that has made the collections take too long. Customer cannot specify to which would the material # be where the tubes are presenting slowness, since customer uses both 3.5 ml (complaint # (B)(4)) also 5ml (this complaint)."